Event description:
Caller reported a cgm error, specifically error 42. There was no adverse impact to the customer's blood glucose level. After receiving assistance with a pump reset from technical support, the caller successfully started their sensor session.